Event description:
The customer reported that a split prism appeared in the images. The light shield baffle was broken and the driving baffle unit was not working. No information was provided regarding what image types (color, red-free, fluorescein angiography) were affected. The customer did not state that the fluorescein imaging was repeated. However, if the problem occurred during the fluorescein imaging portion of the exam, the technician may have rescheduled the exam. A rescheduled exam would have involved a repeat injection of fluorescein.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The service engineer replaced the split prism assembly and motor. He replaced the first baffle and the second baffle driving unit. The head up/down mechanism was lubricated. He tightened the joystick handle and the extension fixation target. He cleaned and checked the entire optical system and then performed testing. (B)(4).